Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempt implant due to out of range pacing impedance measurements greater than 2,000 ohms. It was reported that the physician had difficulty placing the lead and several attempts were made with stiff stylets and a lot of manual manipulation. Once the rv was placed in a good position the impedances read 2,300 ohms. This lead was explanted and a new lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinical observation was unable to be reproduced. The lead was found to be electrically continuous. The gore was bunched in a few placed and the lead body was twisted slightly. It appears that it became twisted while trying to extend the helix. Detailed testing suggests that an anomaly with the lead itself did not contribute to the allegation of high impedance.